Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed, however, the evaluation could not identify the foreign material, and a root cause could not be determined. The following is included in the device instructions for use (IFU): IFU states that the detection method in gif-1200n operation manual chapter 3 "preparation and inspection; IFU states that the preventive measure in gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was a foreign object that came out of the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.